Event description:
It was reported that the patient was experiencing shocking sensation even though the stimulation was turned off. The patient underwent an implantable pulse generator (ipg) explant procedure. Additional information was received that the patient was doing well post operatively and all devices were explanted.

Manufacturer narrative:
Investigation activities: the ipg was thoroughly analyzed, and no anomalies were detected during the visual inspections. The device exhibited normal characteristics in the functional test, and the current leakage test confirmed that there was no loss of electrical current. Additionally, the stimulation output was monitored overnight, and it consistently remained on without interruption, eliminating any possibility of causing shocking sensations. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Model #: sc-8336-50 serial #: (B)(6) investigation results: unable to confirm the as reported observations with testing of the product return. However, visual inspection revealed that the paddle lead was cleanly cut into four pieces approximately 5 cm from the proximal end of the lead and one of the proximal portions of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. The electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of applicable, ard: 2163 over stimulation caused by ipg, arp codes: 9287 undesired sensations, stimulation related,9110, fall, ai codes: f0103, unexpected therapeutic effects, f1903, device explantation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately november of 2024 from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing shocking sensation even though the stimulation was turned off. The patient underwent an implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7083546 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing shocking sensation even though the stimulation was turned off. The patient underwent an implantable pulse generator (ipg) explant procedure. Additional information was received that the patient was doing well post operatively and all devices were explanted.